Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction returned.